Event description:
A service rep informed pelton & crane of an incident involving an 11 and 1/2-year-old validator 10 sterilizer. The service rep allegedly claims the door blew open under pressure. The doctor's office told the service rep that they heard a loud noise and went into the room where the sterilizer was located and found the sterilizer lying on the floor. The instruments that were inside the sterilizer chamber were scattered across the room.